Event description:
During a vitrectomy procedure, this unit would not drive the vitrectomy cutter. Several cutters were tried without success. The unit was then exchanged for another and the procedure was able to be completed.